Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 441 mg/dl at the time of incident. The customer stated that the insulin pump had motor error alarm during bolus and cannot completely delivering bolus. Customer did not reported motor position encoder error alarm. The customer was able to successfully clear the alarm and able to complete rewind insulin pump. Customer performed displacement test and it was passed. The drive support cap appears to be normal. The customer mentioned that the motor error alarm did not recur. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.